Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
A customer reported via phone call indicating that they were hospitalized with a blood glucose level of 36 mg/dl. The customer stated that they were having low blood glucose levels for 2 weeks starting from (B)(6) 2016. The customer passed out at the doctor's office after receiving a shot. The customer was transported by paramedics. The customer was wearing the insulin pump during their hospital stay. The customer did not mention any symptoms of their blood glucose levels. The customer did not mention any form of treatment for their blood glucose levels. The customer did not return the product back for analysis.